Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the day of 19feb2026 was downloaded and reviewed. Review of the cloud data found that boluses were able to be delivered on 19feb2026. Without log files, it cannot be determined if the controller was frequently restarting or if messages were appearing that prevented use of the bolus calculator. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 14.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient tries to give herself a bolus the controller keeps flashing over and over again, she stated that sometimes she needs to try to give herself a bolus 4-5 times for the bolus to go through. No impact to blood glucose levels were reported and medical assistance was not sought as a result of this event.